Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib (generator interface pcb) was evaluated and replaced. The related power supply was also evaluated and optimized. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. Further onsite investigation identified that the system was locking up. No pt death or serious injury was reported.